Manufacturer narrative:
The device was returned and investigated. The reported gripper actuation issue was not confirmed via returned device analysis. The discrepancy between what was reported (gripper actuation issue during procedure) and what was observed (no issue with gripper actuation identified) is likely due to a combination of varying amounts of tension felt by the device at the account versus the returned product analysis. The reported positioning failure (unable to grasp leaflets) could not be replicated in a testing environment as it was related to procedural (operational) circumstances. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and a cause for the reported gripper actuation issue resulting in positioning failure (unable to grasp leaflets) cannot be determined. In this case, it is possible that the procedural conditions (example: patient anatomy, tension on the clip or clip delivery system (cds), or unintended curves), resulted in increased tension on the device and therefore, contributed to the reported user experience; however, this cannot be confirmed. The poor image resolution is related to grippers visualization related issues and thus related to procedural circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. When trying to grasp the leaflets, the leaflets could not be grasped because the gripper arms did not come down, they stayed raised. The grippers were not visible via echo or fluoroscopy. The cds was retracted back into the left atrium, but again the gripper arms did not lower. The clip was not implanted and was replaced. One clip was implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided